Event description:
Event description guidant received information that during an elective device replacement procedure, this atrial lead was found to be fractured and had a lead impedance of 2500 ohms.